Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See medwatch 2032227-2014-44579 and 203222-2014-44580.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 126 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor the insulin pump as well as the sensor works as designed. The customer was advised to download carelink.. No further information was provided.